Event description:
It was reported that the presidio 10 cerecyte microcoil ((B)(4)) would not go into the excelsior 1018 microcatheter. It was replaced with another presidio which worked. The g2 ((B)(4)) felt hard to advance in the microcatheter. Upon withdrawing the g2, the coil detached in the microcatheter. The g2 never left the distal end of the microcatheter. The target site was the basilar tip artery aneurysm that was tortuous, and during the procedure, the patient was given aspirin, plavix, and heparin. There was no complication related to device, and the components were returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that the presidio 10 cerecyte microcoil (pc410073030/f40676) would not go into the excelsior 1018 microcatheter. It was replaced with another presidio which worked. The g2 (641cx3509/c11876) felt hard to advance in the microcatheter. Upon withdrawing the g2 delivery system, the coil detached in the excelsior 1018 microcatheter. The g2 never left the distal end of the microcatheter. The target site was the basilar tip artery aneurysm that was tortuous, and during the procedure, the patient was given aspirin, plavix, and heparin. There was no complication related to device, and the components were returned for analysis. The coil was found completely stretched inside the microcatheter. The microcatheter had to be dissected in order to remove the damage coil. The proximal end of the coil was still attached to the device positioning unit (dpu) via the detachment fiber. The detached coil unraveled out of the coil's proximal soldered section. This required the coil to have been anchored with external force used during removal. The coil was found to have been completely stretched. Two severely compressed sections on the microcatheter were found. The inner lumen of the microcatheter was also found to be ovalized. The most likely root cause of the coils difficulty being advanced inside the microcatheter and then becoming detached inside the microcatheter during removal was due to the severely compressed sections of the tube and the ovalization of the inner lumen. In addition, this damage caused the coil to become anchored which caused the complete coil to stretch during removal. The exact circumstances of how and where this damage occurred to the excelsior 1018 microcatheter cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although no conclusion can be made, it is possible that procedural factors contributed to the event. The cause of the event could be related to the compressed and ovalized sections found on the microcatheter. Based on the analysis which found the coil detached and unraveled, it appears that device interaction with the concomitant microcatheter and manipulation contributed to the event. With review of the available information and the analysis of the returned device there is no indication of any manufacturing issues related to the event. Procedural and handling factors appear to be contributed to the failure reported; therefore no corrective actions will be taken at this time.